Manufacturer narrative:
This supplemental report is being submitted to update the model name, serial number and manufacturing date, and to provide the device evaluation result. The subject device was not returned to olympus medical systems corp (omsc), but was returned to the repair center of olympus (B)(4). The evaluation confirmed that there were signs of wear and tear in the channel and the insertion portion was deformed and kinked. Omsc reviewed the manufacture history of the subject device and confirmed no irregularity.

Manufacturer narrative:
The subject device has not been returned to olympus medical systems corp. Omsc reviewed the manufacture history of the subject device with reported serial number but there was no manufacturing record related to the subject model name(gif-hq190) and the serial number ((B)(4)). The exact cause could not be determined at present. If significant additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during an annual inspection at the user facility, the biopsy channel of the subject device (model:gif-hq190, serial number:(B)(4)) tested positive for pseudomonas aeruginosa. The user facility reported that the subject device had been manually cleaned with a non-olympus brush and had been reprocessed using a non-olympus automated endoscope reprocessor (aer). There was no report of infection associated with this report.